Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu for failure analysis. The iesu energized and cauterized and all ports and recognized instruments. The reported failure could not be replicated.

Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, the customer contacted the intuitive technical support engineer (tse) to report that surgeon could not fire energy instruments during the surgery. This issue persisted after power cycle the system and reseat the energy codes. Tse confirmed they only used the integrated electrosurgical unit (iesu). Surgeon decided to use the ft10 instead of the iesu. The issue was cleared, and the same instruments and energy cords were used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.